Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, during video assisted thoracoscopic left lobectomy procedure, the device had an abnormal sound (clicks), there was an incomplete distal staple line and poor staple formation. The surgeon hand sewed to complete the case. There was no injury to the patient.